Event description:
It was reported that during a gastric jejunostomy procedure, the surgeon tried to remove the ancillary trocar from the anvil and the ancillary broke off. One end was broken in the anvil and the other end was broken off inside the patient. The surgeon was holding this piece with a grasper. The anvil had already been placed in the patient. The anvil and device were removed. Another device was pulled and the process was started again with suturing in the anvil and inserting the device. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. Additional information: surgeon had to undo the anvil and removed the anvil and the device from the patient. The surgeon did state that after the issue that she had with the first device she did not have much stomach to work with. It was also stated that there was no patient consequence due to the extended operating room time. The analysis results found that the device arrived in good visual condition and with an ancillary trocar present. The ancillary trocar was received in two pieces; one of them was broken inside the anvil. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. After further analysis, it was noted that the ancillary trocar exhibited a part line mismatch, which may have the potential of increasing the resistance for the attachment and detachment of the ancillary trocar from the anvil. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The appropriate engineering personnel have been notified of this incident. A batch record review was performed and no anomalies were found during the manufacturing process.